Event description:
End user's mother states that when her son tries to turn left, the wheelchair seems to jam and keeps moving in circles. They then have to turn it off and restart it; at this point, the display shows us the left motor fault message.